Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. As the device was not returned and no visible obstruction was observed during replacement surgery, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, reversible or irreversible occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported that a catheter was replaced due to insufficient flow. No patient effects were reported. The insufficient flow was observed during a cap study, but during the actual catheter replacement surgery no visible obstruction was found when examining the catheter on the table. The replaced catheter was discarded.